Manufacturer narrative:
H11: the actual device was not available; however two (2) photographs of the sample were provided for evaluation. In the review of the returned photographs, they did not show evidence of the reported condition. Due to the nature of the sample, no further evaluation could be performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the clear tubing and the blue plastic (luer) of twenty-two (22) homechoice cassettes. This was observed prior to use of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.